Event description:
It was reported that during a laparoscopic wedge resection procedure, the jaw would not open after firing. The physician removed the device by using another like device. There was no pt consequence.